Event description:
It was reported that the patient complained that sound was not loud enough. The audiologist was able to measure some behavioural responses to low frequency sounds presented in a soundbooth, but not to high frequency sounds. Further testing revealed a status of high impedance on all electrodes with the exception of channel number 3, which revealed a status of ok. Additionally, the ground path impedance was not determinable.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.